Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's stylus and cursor did not align on the display screen. It was also indicated that the display showed a vertical line. It was also indicated that the micro processing unit's ethernet port was broken. These parts were replaced and the programmer passed final functional and system tests.

Event description:
It was reported that the corner of the screen needed repair. The programmer was returned to service. There was no patient involvement.